Manufacturer narrative:
The actual device was returned for evaluation. During service and evaluation, it was observed that the device control unit was not functioning, defective. It was noted that the device did not turn forward, the controller was defective and the motor was worn out. Therefore, the reported condition was confirmed. It was also noted that the device failed pre-repair diagnostic tests for direction of rotation, function with test hand switch, and function with the foot pedal, and power with test bench. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the electric pen drive device would not reverse. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.